Event description:
It was reported that device was explanted due to complete heart block and high capture threshold. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of high output was not confirmed in the laboratory. Analysis was normal no anomalies were found.